Manufacturer narrative:
(B)(4).

Event description:
Patient had experienced a loss or change of therapy. Patient reported a loss of therapy and return of symptoms including urgency and extremely fast urine flow. The patient doesn&#62752;feel stimulation and therapy was not on. Therapy was turned on and this didn&#62752;resolve the situation . Patient does not feel stimulation when device was turned on. There were no trauma/falls reported that could be related to this issue. The hcp (healthcare provider) had not instructed the patient to keep a voiding diary. Patient reported not having managing physician since 2013. Patient services asked patient to turn on stimulation with programmer. Patient was able to sync with ins (stimulator) but could not feel stimulation even when increased to 5.0 volts. The patient does not feel stimulation in the correct area. Patient does not feel any stimulation. Increasing amplitude and the patient does not feel stimulation in the correct area. The patient consider this a gradual change in therapy/symptoms. Event date was in (B)(6) 2014. Both previous physicians were no longer practicing and the patient was currently without a managing physician. The patient described the stimulation sensation feeling as shocking. Confirm ins (stimulator) status with pp(patient programmer) and therapy was not on. Patient reported shocking with stimulation on or off. There were no trauma/falls reported that could be related to this issue. The issue was related to positional movements. Patient reported shocking when getting up from a sitting position on the couch or while driving. Patient stated it does not happen all the time. Patient services did not perform any troubleshooting with this issue. Event date was (B)(6) 2015. Sciatic nerve pain/curling toes was reported. Patient reported sciatic nerve pain/curling toes after surgery in 2013. Patient stated she was given medication for the discomfort but was told the pain would go away. Patient reported the pain had not gone away. There were no trauma/falls reported that could be related to this issue. Event date was in (B)(6) 2013. Additional information was being requested from the patient regarding step taken to resolved the reported issues. Follow up will be submitted if additional information is received.